Manufacturer narrative:
(B)(4). E1: initial reporter first name - (B)(6).

Event description:
Subsequent to the initial MDR additional information and a correction is required.

Manufacturer narrative:
Cmpl (B)(4)

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.